Event description:
It was reported that a temperature alarm occurred after the pump was exposed to extreme temperatures. As a result of the alarm, the customer experienced a blood glucose (bg) level displayed as "high"; however no specific value was provided. Customer administered a manual injection to address bg. Tandem technical support educated the customer to avoid activities which could expose the pump to extreme temperatures.